Manufacturer narrative:
One device was received for evaluation. Service history review identified that the device had not been in before for repair related to the customer stated problem. Functional and visual testing was performed. The customer problem was duplicated as the device showed the error message 44870 and 44804. The mainboard will be replaced to correct the problem.

Event description:
It was reported that the device exhibited error 44870. There was unknown patient involvement.